Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pace impedances on the right ventricular (rv) lead. At this time, the ICD has been explanted and the rv lead was surgically abandoned. The impedances were noted to still be within normal limits at 1500 ohms, but rv thresholds had increased as well. The lead was not tested via a pacing system analyzer during the revision procedure. No additional adverse patient effects were reported.